Event description:
Per the independent repair center, the customer alleged problem is the sieve beds. The key failure is the sieve beds have an odor, smell. Additional malfunctions are the pilot valve alarms and the power switch has no power.